Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had an air bubble anomaly occur with their insulin pump. Customer's blood glucose level was reported at 279 mg/dl. Customer was walked through shooting and will call again if problem persists. No further information was provided.